Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Device passed the basic occlusion test, displacement test and 10unit bolus delivery. No motor error alarms occurred during test. The motor passed the motor test. Device had broken belt clip slot, missing end cap sticker and scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice during bolus. Blood glucose value was 24 mmol/l. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.